Event description:
It was reported that the device displayed a discrepancy in the battery longevity calculations. The patient will continue to be monitored.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
Additional information received indicated that the device was explanted due to elective replacement indicator/end of life.